Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the cable is crushed in one section, separating the cables internally. Functional evaluation revealed the unit does not function when activated. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped.

Event description:
It was reported that footswitch,vulcan did not work. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the device did not function when activated, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.